Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at 12? Under normal lighting in order to detect any damage on the unit. The sample bond between tube and luer is not assembled correctly. The sample was connected to hotline fluid warmer in order to try to confirm the failure mode. The sample leaked inside the tube. During review of manufacturing process, a sample of 32 units was visually inspected in order to verify that the components do not present any damage; no discrepancies were found during the inspection. The most probable root cause was that the luer was not bonded correctly into the tube. Quality alert was generated to ensure that production personnel assemble and detect any bad assembly of the luer.

Event description:
It was reported that the inside of the three-chamber pipe leaked. No patient injury reported.